Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported that the port was leaking during a vitrectomy procedure. There was no harm to the patient. Additional information has been requested.